Manufacturer narrative:
Concomitant medical products: information regarding the external catheter (product ID: 81102) was previously submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative. It was reported that the pump was explanted due to an infection at the pump pocket site. In addition to infections, it was reported that the patient experienced wound dehiscence. The trialing catheter was used to temporarily deliver baclofen with syringe pump to wean the patient off baclofen. The pump was not replaced. It was noted that the pump was discarded and would not be returned to the manufacturer. No further complications were reported. Additional information was received from a manufacturer's representative (rep). It was reported the onset of the patient's symptoms was not available, and the infection had cleared, and the wound had healed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was receiving baclofen (unknown) at an unknown concentration, dose and frequency via intrathecal drug delivery pump for an unknown indication for use. It was reported that surgical intervention occurred: the patient had a pump explant on (B)(6) 2017, and the algoline catheter was being used to maintain baclofen. It was reported that baclofen was leaking from the filter on the algoline catheter. It was reported that there were no applicable environmental, external or patient factors that may have led or contributed to the issue. It was reported that the status of the algoline catheter kit was "never implanted" and would be returned, and that a new catheter and filter was provided by the manufacturer to replace. It was reported that the issue was resolved at the time of this report. The patient's status at the time of this report was reported as "alive - no injury." There were no reported symptoms. No further complications were reported.

Manufacturer narrative:
Continuation of concomitant medical products: product ID 81102, serial# unknown, product type: catheter. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative (rep) on 2017-oct-02. It was reported that there was a ¿broken filter.¿ the catheter kit was returned to the manufacturer for analysis. There were no further complications reported/anticipated.

Manufacturer narrative:
Analysis identified a crack in the filter. Leaking was observed from the cracked filter connection. If information is provided in the future, a supplemental report will be issued.